Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility , the device was running without user activation. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure. No medical intervention and no adverse consequences were reported with this event.